Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. No product lot number was reported therefore no lot release records were reviewed.

Event description:
Nurse reported while the patient was at the hospital for personal reasons that the patient's personal diabetes manager (pdm) started to alarm after putting it down. The patient did not have any backup method and they would not let him leave the hospital without a replacement pdm. There was no further information provided.